Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the biopsy channel was found to be a cleaning brush stuck between the mount and suction cylinder. The root cause of the issue could not be confirmed, however, it is likely the cleaning brush got stuck between the mount and suction cylinder during user handling/cleaning and could not be removed. The event can be detected and or reduced/prevented by following the instructions for use which states: ¿inspection of the instrument channel" "- confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve¿. ¿brush the channels" ¿-the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Additional issues were identified. Due to clogging of the suction cylinder, the suction valve did not return after being pressed. The bending section cover adhesive had a visible thread. Due to wear of the angle wire, the bending angle in down direction did not meet the standard value. Due to clogging of the channel tube, forceps could not be inserted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a foreign body in the working channel of the evis exera iii colonovideoscope. No patient injury or procedure impact reported. During the evaluation of the device, it was noted foreign material was exiting from the channel due to insufficient cleaning. A brush was stuck between the mount and the suction cylinder due to insufficient or incorrect reprocessing and could not be removed. This report is to capture the reportable malfunctions of foreign material was exiting from the channel due to insufficient cleaning and a brush was stuck between the mount and the suction cylinder due to insufficient or incorrect reprocessing noted at estimation.